Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the clamp arm broken at the pin that holds it to the inner tube. The clamp arm was not detached. No pieces were missing. However, no error code or solid tone was noted. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was opened and assembled prior to using on the pt for a mis hysterectomy procedure. An error code was displayed. Another device of the same product code was opened, which worked properly. There was no pt consequence.